Event description:
Caller reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 520 mg/dl. Elevated bg was addressed by manual insulin injection. The customer resolved the issue by changing the infusion set and cartridge, subsequently resuming insulin.